Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The device passed all specific functional testing requirements except for the lock having rotational movement when the unit is not under pressure. However, this would not have caused a slippage. When the unit is properly positioned and put under pressure, the unit will function properly, the unit will function properly. Unit received with case, all rocker arm assemblies and adult and pediatric torque knobs. General maintenance and cleaning required. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Service and repairs could not duplicate slippage. However, a probable root cause for the this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that mayfield infinity skull clamp (a1114) was used for a craniotomy procedure, and the patient was pinned in routine fashion and stability was verified by both attending surgeons. No wiggle was identified prior to prepping and draping. Midway through the case, the patient's head slipped and clearly sunk lower to the ground. Upon immediate examination, it was noted that the double pin site had moved, lacerating the galea through the cranium. Additional information indicated that the patient required repositioning once the clamp was removed to perform a multilayer closure of the approximately 2-inch-long laceration of the scalp. The patient was discharged in normal fashion post-operatively in accordance with her diagnosis, this incident did not prolong her in-patient status. No surgical delay has been reported.